Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned trek balloon catheter found contrast visible in the inflation lumen, and blood and contrast in the balloon, which was loosely-folded. This is consistent with attempted use of the device and a leak or balloon rupture. A new indeflator was used in an attempt to pressurize the catheter confirming that there was a pinhole in the balloon above the distal marker. Scanning electron microscopy (sem) concluded that the balloon failure may have been attributed to mechanical damage to the outer surface as the leak was confirmed to be located above the distal marker along a balloon fold/crease. There were also slight ridges observed on the distal marker. In this case, there was no report of any leaks noted during preparation for use, which may indicate that the rupture was not present prior to the procedure. However, it is possible that the balloon and marker were damaged/pinched during manufacturing such that upon inflation attempt, the balloon ruptured as a result of the damage, though this cannot be confirmed. Balloon material ruptures/leaks can be affected by numerous factors including, but are not limited to: balloon damage during processing of the balloon material, materials, inflation technique, interactions with other devices, a previously implanted stent, lesion calcification and tortuosity or insufficient preparation prior to use. Reportedly, the lesion was moderately tortuous, heavily calcified and 90% stenosed, which may have contributed to the reported difficulty. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria. A definitive cause for the reported balloon rupture along the fold and noted damage could not be determined.

Event description:
It was reported that the trek balloon catheter was advanced towards the target lesion site in a mid left anterior descending artery procedure for dilatation. Vessel and lesion site were characterized as being moderately tortuous, heavily calcified, concentric, de novo and 90% stenosed. After delivery of a non-abbott guiding catheter, the trek balloon catheter was dilated for 2 seconds at 6 atmospheres when contrast was observed leaking from the balloon. The catheter was therefore deflated and removed outside the patient where the physician discovered a pin-hole size rupture on the balloon. No adverse patient effects were reported. No additional information was provided.